Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. **update: litigation papers received (B)(4) 2014. Litigation alleges swelling, inflammation, infection, damage to surrounding bone and tissue, dislocation, and lack of mobility. Depuy still considers the investigation closed.

Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The initial reporting stated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: litigation papers received (B)(6) 2014. Litigation alleges swelling, inflammation, infection, damage to surrounding bone and tissue, dislocation, and lack of mobility. There is no additional information that would affect the outcome of this investigation. Update rec¿d 4/28/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records are available for further review. Doi (B)(6) 2007 - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.